Manufacturer narrative:
Please see regulatory rep # 3007566237-2018-02113 for the event information as this regulatory rep was created in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Please see regulatory rep # 3007566237-2018-02113 for the event information as this regulatory rep was created in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.